Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly, rrt characteristics and dashes (---) for some basic parameters and all of the sensor parameters.